Event description:
The initial reporter complained of high results for "several" patient samples tested for cobas creatinine plus ver.2 assay (crep2) between 2 lines of a cobas c 503 analytical unit. We received an allegation that 1 patient was hospitalized due to the high result. The initial result from line 1 was 240 umol/l. On (B)(6) 2024 the repeat result from line 2 was 67.6 umol/l. The patient was allegedly diagnosed with acute kidney failure based on discrepant results. The patient was reportedly observed overnight in the hospital with intravenous hydration given to treat the kidney failure. The patient was not harmed as a result of the intravenous fluids.

Manufacturer narrative:
The crep2 reagent lot number was 80106901 with an expiration date of 28-feb-2025.

Manufacturer narrative:
A reproduction test was performed at the customer site. Discrepant high crep2 results were not reproduced. Crystallization of basic wash around a manifold was identified (likely due to a previous leak in apr-2024; no current leaks were observed). The sample and reagent probes were replaced and adjusted, as were the ultrasonic mixer height and water supply. The results from a hardware performance check were acceptable. Many "abnormal aspiration" and "sample short" alarms were observed on the alarm trace data. These alarms suggest preanalytical handling issues. The cuvettes were tested internally. The cuvettes may be linked to sample quality issues caused by non-optimal shipping conditions (e.g. Unstable temperatures, very long shipment times). Comprehensive investigations concluded that the reaction cells were functioning correctly and were not the cause of the questionable high results. An instrument issue was not identified. The analysis of the alarm trace data and the cuvettes suggest sample quality issues at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.